Event description:
It was reported that a patient experienced peritonitis coincident with automated peritoneal dialysis (apd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis event. It was reported that the peritonitis was manifested by cloudy pd fluid and abdominal pain. Treatment and patient outcome was not reported. Action taken with apd therapy was not reported. Additional information was requested but is not available. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter cassette. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).